Manufacturer narrative:
The insulin pump was received with no motor error or excessive no delivery alarm noted. The motor passed the motor test. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and cracked belt clip slot.

Event description:
Customer reported a motor error alarm and no delivery alarm. The blood glucose reading is 184 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).